Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2513 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported clinician needed to change dressing on a catheter that was placed on sunday. She could not luer on new extension. Hub appears to be broken.